Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with a 425cc mentor memorygel breast implant (left) and a 500cc mentor memorygel breast implant (right) experienced postoperative bilateral grade iii capsular contracture. The patient experienced bilateral breast pain due to the capsular contracture. However, right breast pain felt worse than the left side, and the right breast appeared to be shifted upward. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent explantation on (B)(6) 2020. This report is for the left-sided prosthesis.